Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level at the time of incident was 579mg/dl. The customer treated high level with manual injection. The customer states they did a reservoir change and their blood glucose level went up. The customer states one of the quickset got stuck to the serter. Troubleshoot was conducted. The customer is receiving replacement sets, but cannot return old sets due to having disposed of them.